Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited out-of-range (oor) high pacing impedances of greater than 2000 ohms. There was also insulation damage noted on the rv lead, it is unknown if that contributed to the high impedances. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.